Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the nitinol protrusion was not noticed during the implant procedure at all. No procedural delay was noted to have occurred.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was received without a valve loaded within the capsule. The handle appeared intact. The device was received with the nosecone over-captured by the capsule. There was a scratch along the length of the capsule, with a tear to the midsection of the capsule along the scratch at the capsule seam. 1 nitinol crown was observed protruding through the polymer material at the distal end of the capsule, with two nitinol crowns partially exposed due to the nitinol frame being raised at the capsule tip. A stylette could not be inserted into the nosecone. A kink and a twist were found on the proximal end of the inner member shaft. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. A valve could not be loaded due to the damaged sustained to the inner member shaft. The reported event for unable to load could be confirmed in the analysis due to the damage sustained to the inner member shaft. Conclusion: the subject dcs was returned to medtronic for analysis. The device was received with the nosecone over-captured by the capsule. The evolut fx system instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. There was a scratch along the length of the capsule, with a tear to the midsection of the capsule along the scratch at the capsule seam. Capsule damage may occur due to excessive compressive forces applied to the capsule. 1 nitinol crown was observed protruding through the polymer material at the distal end of the capsule, with two nitinol crowns partially exposed due to the nitinol frame being raised at the capsule tip. Nitinol protrusion may be caused by an unanticipated interaction between the capsule flare and a hard surface during loading or insertion (interaction with loading system or introducer sheath), which plastically deforms the nitinol crowns and causes them to protrude through the capsule polymer. However, the root cause cannot be conclusively determined with the information available. A stylette could not be inserted into the nosecone. A kink and a twist were found on the proximal end of the inner member shaft. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. A valve could not be loaded due to the damaged sustained to the inner member shaft. The reported event for unable to load could be confirmed in the analysis due to the damage sustained to the inner member shaft. The reported event indicates that during loading, unsuccessful attempts were made to load the last 20% of the valve into the capsule of the delivery catheter system (dcs) due to resistance. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The evolut fx system instructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. It was also reported that the dcs flexed toward the left and almost lifted out of the tray 3 times. A conclusive cause of this event cannot be determined from the limited information available, however it is possibly due to high forces in the system. The force in the system is a cumulative effect that can be increased by many factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. Force in the system is also evident from dcs damage observed during the product analysis of the returned dcs. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, unsuccessful attempts were made to load the last 20% of the valve into the capsule of the delivery catheter system (dcs) due to resistance. There was no issue with loading the first 80%. Additionally, the dcs flexed toward the left and almost lifted out of the tray 3 times. The paddles were in place, and there was no issue with "marrying". No adverse patient effects were reported.